Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the burr would sound like it was spinning at a high rpm, but the reading was too low. Additionally, the burr would be spinning at a slower speed than what was displayed on the console. There was no way to gauge the correct speed. The procedure was completed with this device. No patient complications were reported, and the patient was in good condition.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for use in an atherectomy procedure. During the procedure, the burr would sound like it was spinning at a high rpm, but the reading was too low. Additionally, the burr would be spinning at a slower speed than what was displayed on the console. There was no way to gauge the correct speed. The procedure was completed with this device. No patient complications were reported, and the patient was in good condition.

Manufacturer narrative:
Device evaluated by manufacturer: the console was received missing the speed control knob. As the original knob was not returned, no physical examination could be performed. The knob was replaced with a temporary knob and with the knob in place, the complaint could not be confirmed. The rotapro console passed calibration and full functional testing.